Event description:
It was reported that a manufacturing representative (rep) wondered if the patient would still be eligible for a full body scan with an abandoned lead. The MRI was to determine if the old lead should be left in the body or completely removed. They were looking into adding an additional lead to get better or full coverage in the legs. There were no equipment concerns or movement issues other than the lead was implanted too low. The healthcare provider (hcp) was looking into implanting a new lead higher in the epidural space than previously implanted. The hope was to obtain better and full coverage of the leg. The plan was to remove the old lead and replace with another lead. The rep was expecting to meet with the patient in the next 2 weeks to program. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead. (B)(4).